Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 156mg/dl. A system check was performed and the pump performed as intended. The customer declined removing their infusion set cannula to inspect for any damage. During a follow-up, it was reported an additional occlusion alarm occurred after reconnecting the infusion tubing to the site. A cartridge and infusion set change were performed resolving the occlusion alarms. No damage was noted to the infusion set cannula that was changed. The customer successfully delivered a correction bolus with the new supplies and no additional occlusion alarms occurred.